Event description:
The customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue repeats.